Manufacturer narrative:
Updated UDI -- (B)(4). Additional information -- date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, device manufacture date, evaluation codes, additional MFR narrative. The device was returned for evaluation. A review of quality records found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found no damage to the sensor, catheter material or connector. The device failed two-hour drift test . The device passed the remaining drift tests. The device passed electronic, noise and linearity/hysteresis tests. Based on their evaluation, the supplier was able to confirm the reported complaint. While the cause of the failure of the 2-hour drift test could not be conclusively determined, it is suspected that an air bubble passed over the sensor area during testing. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed

Event description:
After implantation (zero offset number: 500), the device indicated -30. The same issue occurred after turning the power off and then on again. The device could not perform accurate measurement and was finally removed. The surgeon requested to investigate the cause of the event.